Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive for unspecified microbes (1cfu / endoscope) and bacteries gram positif (1cfu / endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for [roseomonas sp mucosa(>25cfu / endoscope))] . The device had been reprocessed with a non-olympus automated endoscope reprocessor using peracetic acid. Other detailed information such as the reprocessing method was not provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.